Event description:
It was reported that after a 2.5x18 xience stent delivery system (sds) failed to cross the predilated, tortuous and calcified target lesion in the saphenous vein graft to the right posterior descending artery and was removed from the patient anatomy, the 2.5x12 xience sds was loaded on to the non-abbott pressure wire, but it felt snug on the wire. As the xience sds was being removed from the wire when it broke, outside of the patient anatomy. The point of separation was approximately two feet from the tip. The broken xience sds was removed from the wire. The same non-abbott wire was used with another 2.5x12 xience sds to complete the procedure without further incident. There were no adverse patient effects. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported guide wire resistance could not be tested due to the condition of the returned devices. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.